Event description:
It was reported that the ilet did not charge on the provided charging pad despite proper placement and verified power, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s nurse and analysis of the information provided. Investigation of this case revealed a power source problem associated with the charger hardware, aligning with a device charging problem traced to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was component failure.